Event description:
A surgeon reported an unexpected postoperative refraction following an intraocular lens (iol) exchange surgery. The surgeon reported the patient complained of blurry vision following the iol exchange surgery. The surgeon reported some corneal edema following the exchange surgery, but reported this was resolving. Additional information has been requested. There are three medical device reports associated with this event. This report is for the left eye exchange surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complains reported in the lot number. Additional information was requested on 01/19/2009 and 01/23/2009 by phone, fax and mail. A completed questionnaire has not been received. Medical records were received on 01/23/2009.